Event description:
The customer reported that the pt underwent a j-pouch/large bowel resection on (B)(6), 2012 using the device. On (B)(6) 2012, the pt required a second operation due to an arterial hemorrhage from the middle of the mesentery colic artery. The hemorrhage was stopped using ligation. The pt is reported as being in stable condition. The surgeon has stated that the ligasure device did not contribute to the hemorrhaging and that the bleeding was due to pre-existing pt conditions.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.